Event description:
It was reported that the patient experienced an inadequate stimulation due to implantable pulse generator (ipg) migration. The leads had high impedances. The patient underwent an ipg and lead replacement procedure. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).